Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's partner reported that customer was experiencing low blood glucose level 32 mg/dl and 89 mg/dl. Treatment for low blood glucose level was unknown. Customer reported issue with sensor calibration. Insulin pump was on auto mode. Customer did not allege that insulin pump was over delivering. Device will not be returned for analysis.